Event description:
A healthcare provider reported that a patient has an MRI for their right shoulder. The said the patient mentioned they are having their implantable neurostimulator (ins) removed as it has not been working. The patient did not provide any further information. The ins was indicated for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.